Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system when she was rewinding and priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer states they did not receive a low battery alert prior to the off no power alert. Customer stated that what will happen is that she will take a reading and it will transfer the reading over and then on the pump the display fades out and then the number is then displayed incorrect from the meter. Customer reported then it goes blank all the way and then resets itself. Customer has also reported damage to the pump there is a piece missing as well. Customer stated that she notice that the piston was moving slower when priming. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss anomaly, compromised force sensor system alarm and new software release detected error due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted. Device received with broken battery tube threads noted.